Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter is giving a battery indicator message. Two days later, this medical affairs specialist contacted the patient to clarify information obtained from the initial call. The patient tests her blood glucose 3 times per day, once before every meal and once before bedtime. The patient controls her diabetes with diet and exercise. The patient does not take diabetes medication. The patient claimed that the battery indicator issue first occurred three days prior, in the morning. The patient reportedly was not able to test her blood glucose all day. Between 11 pm and 11:20pm, the patient reportedly almost fainted and pressed her "lifeline button." At 11:20pm, the patient received assistance from emergency services. The patient obtained a blood glucose reading of "59 mg/dl" on the emt meter and was given food/beverages. The patient was not taken to the hospital at the time of concern. The patient stated that she is scheduled to have her blood glucose test at the doctor's office and her diabetes medication is to be determined at that point. The patient indicated that had she been able to test her blood glucose on the day of concern, she could have prevented the alleged symptoms and medical intervention. During troubleshooting, the customer care advocate verified that the patient did not change the battery per the owner's manual. This complaint is being reported because the patient claimed that she almost fainted and was treated for hypoglycemia by emergency services after she was unable to obtain her blood glucose on the day of concern due to the reported issue. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for evaluation, but has not yet received it. If the lfs product is returned, lifescan will evaluate it and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.